Event description:
"The arthroplasty was revised due to infection. The tibial components and femoral bushings were revised. The components were implanted in situ for 0.47y. The patient presented with a ucla score of 5 three months prior to revision surgery. Note: medical records and x-rays were not provided to stryker for review.